Event description:
Boston scientific received information that this product was part of an infection. The device and all associated leads remain implanted and in-service. The patient is receiving antibiotics for treatment. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.